Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted and subsequently explanted on the same date. The reason for explant was due to uncontrolled bleeding in the reconstructed root. The customer indicated the medtronic valve functioned as expected and did not cause or contribute to the reported issue. No additional adverse patient effects were reported.